Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line. Reportedly, the user did not remove air from the cartridge during the load process. The user's blood glucose level was 200 mg/dl and the user would load a new cartridge.